Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-73401, related manufacturer report number: 2017865-2024-73402. It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the ra lead and the rv lead exhibited noise and had insulation damage. The ra and the rv leads were explanted and replaced. It was also reported that the pulse generator was explanted and replaced due to an unknown reason. The patient was in stable condition.